Event description:
It was reported that air leaked from the cuff prior to patient use. There was no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D5. Other operator of device: operator of device is unknown. Investigation summary: one used decontaminated sample was returned for investigation without its original packaging. Under visual inspection the sample appeared to be in good condition, no signs of damage. During the manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated. Each cuff shall be also tested by customer prior use as per instruction for use. Root cause of this incident remains unknown. Based on the information which was provided, it was not clear when the cuff leak was observed - prior to use (identified during inflation test which is described in IFU) or during use (after inflation test). No trend of confirmed complaints in relation with this issue was identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.